Event description:
It was reported via repair work order that the right side brake pedal had broken off, resulting in the exposure of sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.